Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. A complaints history review was carried out there has been one further issue of this nature reported. As of today no sample for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly connector not correctly fastened and secured to the pump tubing trapped, folded over/kinked causing a blockage dressing integrity has been compromised the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that pico pump kept indicating that there was a leak. Nurse replaced dressing and tried again, but still showed leak. Tried another pump, which achieved negative pressure and did not indicate leak. Lot/serial number of the device cannot be confirmed. The device will not be returned.